Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device sparked.

Manufacturer narrative:
Alleged failure: a spark came from the crossfire box. The failure alleged in the complaint record was not confirmed duplicated during the product investigation. The probable root cause is the power board due to possible user misuse. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device sparked.